Event description:
It was reported that a user experienced high blood glucose of 375 mg/dl after accidentally leaving the needle guard on the infusion site during a supply change while using the ilet system; subsequent troubleshooting indicated correct tubing connection, dry and intact site, and successful priming with drops observed, and the user later reported a blood glucose of 168 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for monitoring and follow-up without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the infusion set was deployed incorrectly or not attached correctly, with no device malfunction identified. It was concluded that user setup error related to the infusion set likely caused the elevated glucose, and the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.